Event description:
It was reported that surgeon reamed to cup size, but when he tried the 52 and 54 size both were too loose.

Manufacturer narrative:
(B) (4). Conclusion: for both products no deviation from the production process was found. A re-measurement shows that both cups have the correct size according to the laser marking. It is not possible to finally determine the cause for the missing primary fixation of the cups. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.